Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the right motor is locking up on them as they are driving it.